Event description:
It was reported that a remote transmission was received with missing and incorrect interval values. It was surmised that there may have been a telemetry glitch during the monitor interrogation that caused misalignment of the marker intervals. Further investigation will be ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.